Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. Notes: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Device evaluated by MFR: device not returned.

Event description:
It was reported that during surgery the impactor broken. No pieces of the broken device remaining in the patient.

Manufacturer narrative:
Device history records (DHR): the DHR check could not be performed as the lot number was not available. No trend considering the following event is identified: device fracture event summary: it was reported that an impactor 32 hooded fractured during surgery. Review of received data: no medical data such as event surgical notes or any other case-relevant documents received. Devices analysis: the device was not available for investigation as it was discarded. Review of product documentation - this device is intended for treatment. - compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of complaint investigation. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to material compatibility specification the material has been tested. Further, a systematic issue with material properties would have been detected as part of complaint investigation. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it is unknown how many times the device had been used. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as the device is made of sulene-pom. - instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => possible, as it is unknown how many times the devices had been used. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as no information about previous surgeries and the general handling of the devices is given. - instrument breaks, deforms due to off-label/ abnormal-use => possible, as no information about previous surgeries and the general handling of the devices is given. - instrument cannot be used with the mating instrument or mating implant as intended (due to damaged and/ or seized instrument) due to failure of instrument assembly condition due to off-label/ abnormal-use, excessive deterioration => possible, as no information about previous surgeries and the general handling of the devices is given. Conclusion summary it was reported that an impactor 32 hooded fractured during surgery. The device was not returned for investigation, therefore, the condition of the device is unknown. According to the applicable inspection plan the thread is inspected with a thread gauge in every device delivered. According to the applicable surgical technique, the device must not be used for impaction of the inlay itself, but for confirmation of a reliable connection between the inlay and the shell or to re-impact if needed. Therefore, it is possible that the mating setting instrument was not screwed in completely, that too high forces or forces applied at an angle led to the fracture of the device. Nevertheless, the exact root cause remains unknown. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.